Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, the complaint sensor was not returned to dexcom. The complaint transmitter device was returned for evaluation. The returned transmitter was visually inspected and no defect was found. A voltage test was performed and it passed. Functional testing was performed and passed. Data log was downloaded and reviewed; data confirmed inaccurate cgm values on the log. The reported event of inaccurate cgm values was confirmed. A root cause could not be determined post investigation.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted on (B)(6) 2017. No additional event or patient information is available. No data was provided for evaluation. The transmitter has been received for device investigation. A follow-up report will be submitted upon completion of device investigation.